Event description:
It was reported by the patient¿s mother that the patient was taken to the emergency room on (B)(6) 2026, due to elevated blood glucose levels after approximately 1-4 hours of pod wear on the arm. Blood glucose values were reported to be greater than 400 mg/dl. The mother noted that blood glucose levels began to increase shortly after pod application, prompting replacement of the pod; however, blood glucose levels did not decrease, which led the mother to seek medical attention. No specific symptoms were reported. The patient was diagnosed with hyperglycemia and treated with an unspecified treatment described as ¿serum to bring his levels back.¿ the emergency room visit lasted approximately 3 hours, and the patient returned home the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.